Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.3 cm. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with a 425cc mentor smooth round spectrum saline breast prosthesis on the right breast, suffered right breast implant deflation, post-procedure. As a result, the patient underwent implant explantation and replacement with a 275cc mentor smooth round spectrum (catalog: 3501440 lot: 7696446) on (B)(6) 2021. On (B)(6) 2021, the device was received and evaluated. The right side implant was reported under mrn: 1645337-2021-07453. However, on (B)(6) 2021, a secondary device was received and on (B)(6) 2021 was identified to be ruptured as well. This report is for the second device received.